Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced difficulty recharging the ipg. Furthermore, the patient experienced discomfort at the ipg site due to the device location. A replacement charger was sent. Follow-up revealed the replacement charger did not resolve the issue due to the pt failed to recharge the scs system in the past several months. Surgical intervention was undertaken on (B)(6) 2014 whereas the ipg was explanted and the replacement model was implanted on the opposite side.